Event description:
During surgery, the retaining spring fell off the set screw driver, while attempting to insert a set screw with a set screw driver and cord guide. Prior to the incident, the surgeon, experienced some difficulty threading the set screw with the pedicle screw. A mallet was used to help seat the driver and set screw during implantation. After several attempts to insert the set screw, it was identified that the retaining spring fell off. The entire retaining spring was removed from the surgical wound site, confirmed through fluoroscopy.

Manufacturer narrative:
Dimensional analysis of the device performed: no dimensional out of tolerance conditions were identified except for the retaining spring diameter, which was damaged during the surgery. Batch record review concluded that the device was manufactured to all applicable specifications.